Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side saline "rupture" (deflation). Healthcare professional later reported deflation and implant exchange from textured to smooth due to the patients concerns with the product. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Healthcare professional later reported "any creases," "particles in valve," "plug strap separated," "fluid drained in this implant was thick and a milky color," and "an #11 blade scalpel was used to make a nick and drain fluid." Device has been explanted and replaced.

Event description:
Patient reported left side saline "rupture" (deflation). Healthcare professional later reported deflation and implant exchange from textured to smooth due to the patients concerns with the product. Healthcare professional later reported "any creases," "particles in valve," "plug strap separated," "fluid drained in this implant was thick and a milky color," and "an #11 blade scalpel was used to make a nick and drain fluid." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: observed opening on radius side assessed as surgical damage per rga. Anxiety-product/procedure: unable to observe as it is not related to the device. Crease folding of implant: observed creases on the device. Device appearance: not observed. Particles in valve: not observed. Plug separated: not observed. Product discolored: not observed. As per the investigation procedure, particles and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9; h3; h6.